Event description:
The facility reported an overinfusion of heparin on a patient admitted with gastroenteritis and status post cardiac stent placement in 2007. The pump was initially programmed at 0637 to infuse heparin at 24 ml/hr. At 1400, the heparin was held for 1 hour due to a ptt of 106. At 1500, the dose was decreased to 17.7 ml/hr and restarted. At 1900, approximately 50 ml remained of a 500 ml bag. The patient coded, resuscitation and fluids were initiated, and the patient was intubated. The family chose to withhold all life support and the patient expired at 0245.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on apr 03, 2007. A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.